Manufacturer narrative:
(B)(4). The device was not returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is returned, an evaluation will be completed and a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump delivered at a lower rate than programmed (under infusion) during therapy in the 3w care area. The pump was programmed to infuse vancomycin (programmed amount and delivery rate unknown) and the clinician chose the wrong concentration which resulted in the infusion taking longer to infuse than expected. The nurse also attempted to change the rate but was unsuccessful. It was also reported there was no patient injury.